Manufacturer narrative:
The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error or other alarms were noted. The motor was tested outside of the device and it passed. The pump was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm during an infusion set change. It was also found a compromised force sensor system alarm occurred after. Customer's blood glucose was unknown at the time of incident. The customer stated the drive support cap appeared to be normal. Customer also stated a compromised force sensor system alarm occurred after the fill tubing process during troubleshooting. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.